Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as the lot number is not available. B3: estimated date.

Event description:
According to the available information, the patient informed the nurses that the catheter had come out and he was passing urine in his trousers rather than the catheter. The balloon was found burst.